Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified failure with two (2) transfer sets. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury associated with this event. No additional information is available.